Event description:
It was reported that (4) devices were used during a bowel resection. It was reported by the rep that the tlc55 device staples would not fire properly. Another instrument was used to complete the case. There was no consequence to the pt.